Event description:
On october 22, 1992, a patient-male received a medtronic activitrex pacemaker implnted by a cardiovascular surgeon. This pacemaker was implanted, as was expected, with the usual lead of a single ventricular passive fixture timed lead in the right ventricle. During implantation the reported lead impedence was 1429 ohms bipolar and 1450 ohms unipolar. Subsequently with a 24 hour period, the arrhythmia service identified an impedance of 1859 ohms in the bipolar mode, and on repeat 1750 ohms bipolar and 1652 ohms unipolar. A called was placed to the manufacturer representative who noted that eight such defective leads have been noted by the company and their recommendation was to re-implant another leadinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.